Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, in the para-optic zone of iol, defects resembling mechanical damages were identified. The iol was grasped with forceps and examined under surgical microscope. Due to significant defects, decision was made to refuse implantation of the iol and it was placed back into the container. Additional information has been requested but is not available at the time of this report.